Manufacturer narrative:
During testing, it was noted that the device door roller was broken. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service ctr with a report from the customer contact that the device alarmed with an e380 (plunger failure) error code. This does not indicate a reportable malfunction. However, during verification testing at the service ctr, the device door roller was broken.